Manufacturer narrative:
At the time of this report, the product is not available for eval by manufacturer, therefore, the investigation report is incomplete. If product becomes available for eval, or if more info is received, a follow-up report will be sent.

Event description:
The event is reported as: the large hem-o-lok clips are binding in the jaws of the endo applier during procedure. No injuries reported.